Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown femoral stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that there was a left knee revised due to broken femoral stem.